Event description:
It was reported that prior to a carotid artery treatment procedure while flushing the device, it was noted that the outer sheath was uneven and the stent was irregular. The patient had noted stenosis in the carotid artery. The 10.0x24mm carotid wallstent was removed from the box. As the device was flushed, stent inspection was performed. It was observed that the outer sheath was uneven and the stent was irregular. The procedure was completed with another of the same device. There were no patient complications. The patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned without its packaging or packaging coil. No issues were noted with the profile of the device. The outer sheath appeared even and the stent appeared regular in shape. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that prior to a carotid artery treatment procedure while flushing the device, it was noted that the outer sheath was uneven and the stent was irregular. The patient had noted stenosis in the carotid artery. The 10.0x24mm carotid wallstent was removed from the box. As the device was flushed, stent inspection was performed. It was observed that the outer sheath was uneven and the stent was irregular. The procedure was completed with another of the same device. There were no patient complications. The patient status is stable.

Manufacturer narrative:
(B)(4).